Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The patient complained about her hip pain. After an x-ray, it was determined that the cup was loose. Upon explantation, it was discovered that there was no bony-ingrowth on the cup's surface. Update: "there were no allegations against the liner or biolox head. They were replaced in the revision surgery, but they worked as intended from the index surgery."